Event description:
The manufacturer received information alleging a patient expired while on a ventilator. The customer alleges the device's circuit became disconnected and no audible alarm was generated. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a patient expired while on a ventilator. The customer alleges the device's circuit became disconnected and no audible alarm was generated on april 22, 2022. The correct date of the event was 07/04/2022. The device's downloaded event log was reviewed and a circuit disconnect alarm condition was noted. There has been no verification the device audibly alarmed at this time. The manufacturer's investigation is still ongoing.

Manufacturer narrative:
The manufacturer previously reported a patient expired while on a ventilator. The customer alleges the device's circuit became disconnected and no audible alarm was generated on (B)(6) 2022. The device was not returned to the manufacturer for evaluation. The device's downloaded event log was provided for review. Circuit disconnect alarms were noted in the downloaded device log and no malfunction of the speakers was observed. Philips engineering team reviewed the log and determined no malfunction of the device could be confirmed.